Event description:
It was reported that cgm displayed error message and customer experienced issue with sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error message did not return, and successfully started sensor session with no further issues noted.